Event description:
The patient presented to the clinic with a hematoma at the pocket site and infection. The problem was resolved with medication. However, it was later reported that the pocket was reopened and the ICD system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.